Manufacturer narrative:
The device returned to olympus for evaluation. The evaluation uncovered the unit was inspected and the lamp was non-olympus. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Based on the evaluation performed on the olympus asset, demo for inspection. No patient involvement reported. This MDR is being filed based on a reportable malfunction that was noted during the evaluation of the device.

Event description:
The user facility returned an asset evis exera iii xenon light source to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, a non-olympus lamp was used that was at 400 hours affecting illumination.. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement associated with this event.

Manufacturer narrative:
Correction: b5; this supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and applicable corrections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications upon release. Based on the results of the investigation, it is likely the use of the non-olympus lamp caused a lighting failure as the lamp was at less than 500 hours. This issue is addressed in the instructions for use (IFU): ¿6.1 replacement of the examination (xenon) lamp]. Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ olympus will continue to monitor the field performance of this device.